Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2025, and the patient was re-implanted with a new device during the same surgery.

Event description:
Per the clinic, the patient experienced subsequent loss of connection to the internal device. Hardware exchange and troubleshooting attempts were made; however, the issue could not be resolved. The implanted device remains. Additional information has been requested but has not been made available as of the date of this report.